Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: improper technique of obtaining or applying blood sample. Test strip UDI#: (B)(4) manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. Wife is calling on behalf of the customer. The e-0 error occurred as soon as the blood sample was absorbed and occurred with multiple strips. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call on (B)(6)2017, the felt that his blood sugar was high. Customer could not describe symptoms. Customer denied medical attention at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6)2017.